Event description:
Updated summary:the event involved products mmt-1884, mmt-396a, mmt-332a, mmt-7040a. No product return is required mmt-396a, mmt-332a, mmt-7040a.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and customer alleged issue during priming process. The customer reported blood glucose value of 229 mg/dl. The customer treated blood glucose with insulin pump and manual injection. The event involved products mmt-1884. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event, and the auto mode feature was active at the time of the event and also customer unable to exit the load reservoir process. No further patient complications were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The products mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Delivery anomaly-prime/fill anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 28-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week from the event date 28-feb-2026 in the pump history file and found 2 nodelivery (7) alarms on (B)(6) 2026 (during bolus), 1 lostsensor1alert (780) on (B)(6) 2026, 2 nodelivery (7) alarms on (B)(6) 2026 (during bolus), 2 lostsensor1alert (780) on (B)(6) 2026, 5 nodelivery (7) alarms on (B)(6) 2026 (during bolus), 1 sensorerroralert (801) on (B)(6) 2026, 1 lowbatteryalert (104) on (B)(6) 2026 07:10:00.000, 1 changebatteryfault (73) on (B)(6) 2026 16:41:00.000, and 1 nodelivery (7) alarm on (B)(6) 2026. The pump properly paired with the guardian link 4 transmitter. No communication anomaly, lost sensor alert or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 6:35:59 am. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert and replace battery alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. On a related svn (B)(4), perform the history review 2 days from the event date 22-feb-2026 in the pump history file and found 2 nodelivery (7) alarms on (B)(6) 2026 (during bolus), and 1 lostsensor1alert (780) on (B)(6) 2026. The pump properly paired with the guardian link 4 transmitter. No communication anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. On a related svn (B)(4), perform the history review 2 days from the event date 27-feb-2026 in the pump history file and found 1 sensorerroralert (801) on 02/25/2026, 1 lowbatteryalert (104) on (B)(6) 2026 07:10:00.000, and 1 changebatteryfault (73) on (B)(6) 2026 16:41:00.000. The pump properly paired with the guardian link 4 transmitter. No communication anomaly or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 6:35:59 am. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert and replace battery alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-prime/fill anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report.1. Section b5 - updated summary.2. Section d10 - updated concomitant medical products.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.